Event description:
Patient tried to sit himself into the whirlpool chair by himself before nursing assistant came into the room. The safe kary undercarriage was out of service. The chair was securely attached to the upper arm lift as recommended by the service technician. Resident was found on his right side. See attached documentation for follow upinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: other, incorrect technique/procedure, anticipated or known. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.